Event description:
Information received by medtronic indicated that the insulin pump had physical damage on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the battery compartment found on (B)(6) 2021. The following were noted during physical inspection: corroded battery tube, scratched case, pillowing keypad overlay, and case cracked at the battery compartment. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The pump was cut open to perform visual inspection and heavy corrosion/moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the vibrate harness assembly, the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. Cosmetic damage at the battery compartment and blank display are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.